Event description:
- -

Event description:
Additional information was received. A surgical procedure was performed. This device was removed and replaced. In addition, the right ventricular lead was removed. Upon removal, upon opening the pocket, it was noted that the distal and proximal portions of the lead that connect to the device were fractured. When the device was removed, these lead parts broke off. It was unknown whether the lead were fractured prior to the procedure or during the procedure. The parts that broke off will be returned for analysis; the remaining portion of the lead was surgically abandoned. It was thought the reported clinical allegation was due to this lead fracture. This device and lead will be returned for analysis.

Event description:
Boston scientific received information that remote monitoring revealed this device and right ventricular lead displayed a high out of range shock impedance measurement. The information was provided to the physician and a decision was to further monitor this issue. No adverse patient effects were reported.

Manufacturer narrative:
- -

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The rvc header wire was found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. Analysis concluded the reported clinical observation was due to this cracked wire.